Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier required maintenance. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station biometric identifier (bio-ID) required maintenance. A technical support specialist performed a proper reboot of the station. Logged into the station and verified that the station application loaded up successfully after the reboot and then navigated to maintenance and then selected reboot device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.